Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03878. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). : it was reported that the patient had a gynecological procedure in order to treat vaginal prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). It was noted ((B)(6) 2010) bladder suspension and mesh in 2005, 2006 and 2008. No further information was given.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, nerve damage (bladder), neuromuscular problems and emotional suffering. (B)(4).